Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the airpath of the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the airpath of the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box- h: if follow-up, what type? ,conclusion code grid , evaluation results code grid and evaluation method code grid has been updated. In box g: date received by mgf has been updated.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the airpath of the device, generic harm template, congestion and other harm/injury (unspecified event). There was no report of patient harm or injury. The manufacturer's investigation is ongoing. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Event date, product UDI, patient outcome code grid were updated.